Event description:
The customer reported that the "displayed poor image quality". It gets dark intermittently.

Manufacturer narrative:
The ge svc rep couldn't reproduce any problems with the unit. He reseated all video boards. The unit is operating as intended.